Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient was on an airplane and received low cgm values, after the warmup the cgm reading was 55 mg/dl and then 40 mg/dl and then low prior to failing. While on the plane the patient self-treated with orange juice. Another person tried to treat the patient with glucagon, but she refused. The patient started to experience nausea and vomiting. Eventually emergency medical services (ems) were called and they checked her bg reading which was 347 mg/dl. The emergency medical technician (emt) treated the patient with IV insulin and saline and the patient was not taken to the hospital. At the time of the report the patient was feeling good. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.